Manufacturer narrative:
Results and conclusions: eval of returned devices found disassociation of the liner may have resulted from subsidence of the tray causing the screws to push the polymer post past the lip of the tray. The metallosis appears to be the result of wear of the glenoid tray and the humeral head.

Event description:
It was reported that pt underwent shoulder procedure and four (4) years after the procedure, the liner was found disconnected from the glenoid tray. Metallosis was identified around the head during the procedure. No additional details have been provided.